Event description:
On (B)(6) 2025, a 70-year-old female patient underwent a stent procedure using the venovo stent. Upon post procedure, no flow in the compression area was found and poor blood flow was observed when an ultrasound was performed, so a re-examination in the examination room confirmed re-obstruction. Even after balloon dilation, there was residual stenosis, so a stent was placed. Angiography showed smooth blood flow, and the procedure was completed. As this was an acute case, stent extension to the cfv was not performed.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo stent products that are cleared in the us. The pro code and 510 k number for the venovo stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: neither sample nor image provided which leads to inconclusive result. The lesion was pre and post dilated, and the user did not think there was a problem with the treatment itself. A stent misplacement, or a device deficiency was not part of the provided information. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use mentions 'stent occlusion/ thrombosis' as a potential adverse event that may occur. Holding and handling of the system throughout deployment for regular deployment was found sufficiently described. Regarding pta the instructions for use state: 'predilatation of chronic lesions with a balloon dilatation catheter is recommended.', and 'post stent expansion with a balloon dilatation catheter is recommended.' A stent size selection table is part of the instructions for use describing the relationship between stent diameter and vessel diameter. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a 70-year-old female patient underwent a stent procedure using the venovo stent. Upon post procedure, no flow in the compression area was found and poor blood flow was observed when an ultrasound was performed, so a re-examination in the examination room confirmed re-obstruction. Even after balloon dilation, there was residual stenosis, so a stent was placed. Angiography showed smooth blood flow, and the procedure was completed. As this was an acute case, stent extension to the cfv was not performed. The current status of the patient is unknown.

Manufacturer narrative:
H11: this supplemental MDR is being submitted to report that MFR rpt#9681442-2025-00143 was a duplicate record and was opened in error. The event details are being captured under complaint file #(B)(4) and was reported to the FDA under MFR rpt#9681442-2025-00125. The catalog number identified in section d4 has not been cleared in the us but is similar to the venovo stent products that are cleared in the us. The pro code and 510 k number for the venovo stent products are identified in d2 and g.4 g3 section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo stent products that are cleared in the us. The pro code and 510 k number for the venovo stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 , a 70-year-old female patient underwent a stent procedure using the venovo stent. Upon post procedure, no flow in the compression area was found and poor blood flow was observed when an ultrasound was performed, so a re-examination in the examination room confirmed re-obstruction. Even after balloon dilation, there was residual stenosis, so a stent was placed. Angiography showed smooth blood flow, and the procedure was completed. As this was an acute case, stent extension to the cfv was not performed.